Event description:
A report was received that the patient's ipg was relocated to the right side due to the ongoing pain from the pocket site. The physician believed that the ongoing pain may be related to the patient's complex regional pain syndrome being left sided.